Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor tried to deploy a mynx grip vascular closure device 6f-7f and it would not deploy/shuttle down. There were no reported patient injuries. They user had to hold pressure but there was no issue with the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Case was updated to mynx control since the lot reported was actually that of a mynx control and not a mynx grip. The same event for a mynx control is not reportable, therefore a report for this complaint in not necessary.